Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trident psl 55mm ha solidback acetabular shell was implanted. Dome hole plug was implanted. A trident x3 10 degrees polyethylene insert was impacted and would not site properly. After a number of tries a second trident x3 10 degrees polyethylene was impacted and would not seat. At this point the 55mm trident psl 56mm ha solidback acetabular shell was opened and implanted. A third trident x3 10 degrees polyethylene was opened and successfully implanted in the trident 56mm acetabular shell.